Manufacturer narrative:
The customer accepted the service quote sent for repair. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. It was confirmed that the touchscreen has intermittent faults. The equipment shows signs of having been dropped. It was concluded that the equipment requires workbench repair.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen sometimes does not work. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no report of harm to the patient or user. A service proposal was sent to the customer for approval.